Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. The device failed an auto self test on (B)(6) 2012 due to a low battery. The device failed two further self tests on (B)(6) october 2012 for a low battery. On (B)(6) another self test fail is logged and left in fault mode until (B)(6) 2012 when a critical fail is logged due to a low battery. The reported fault was not found. The device was successfully upgraded in heartsine technologies. The device did fail self tests for a low battery. The returned pad-pak was found to be 8 months past its expiry. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it could not upgrade to new software.